Event description:
There was a problem detaching the penumbra coil 400. The physician tried to detach it with two different handles, and then he finished detaching the coil by pulling with his fingers.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.